Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
It was reported that, "on an unknown date, a patient experienced gastric perforation. On an unknown date, the gastric perforation was resolved. The patient experienced gastric perforation after a percutaneous endoscopic gastrostomy (peg) tube insertion for a levodopa drug infusion trial. The patient required an emergency laparotomy with no complications, and the levodopa drug infusion was recommended successfully." No additional information provided